Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had an infection with a non-synthes product in the left femur. To clear the infection, a surgery to ream the medullary canal of patient¿s left femur was performed. The surgeon used a 5.0mm flexible shaft without the 2.5mm reaming rod. Consequently, the reamer head came off during surgery as the reamer was used without the reaming rod. The surgeon was able to retrieve the part using forceps. In the process, the prongs on the flexible shaft were bent and one prong broke off, but was retrieved and discarded by the facility. The shaft tip was destroyed in the process after it came disengaged from the reamer tip. Surgeon estimated a three minute surgical delay. Surgery was completed successfully without additional medical intervention and patient harm. This is report number 2 of 2 for (B)(4).